Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a low battery alert prior to the replace battery now alarm. This is the second occurrence of replace battery now in less than 10 hours after low battery warning. Customer had called in back in july and at that time they could not replace the insulin pump for him. His insulin pump has been in his medicine drawer since then. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No unexpected battery power loss noted during testing. Device functioning properly.